Manufacturer narrative:
(B)(4). The complaint indicated unreadable printed label. One sales unit carton was returned for analysis. The pressure sensitive sales unit label was visually inspected and was confirmed to have smeared lot print. The label was abraded and characters in the lot numbers rubbed off. The label was compared to the photograph originally taken by customer and it was found that the label was smeared and difficult to read at that time, but when received at the analysis site, part of the label print had been completely abraded off and was much more severe than in the original photo. The condition of the label deteriorated during return. The sales unit carton showed rubbing on the outline of the packages against the box walls. Cartons may have been stacked or pressed against the shipping container causing extra scuffing. Lot information is present in barcode on the sales unit label and on each individual package. The cause of the label damage external to the packaging facility. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
Label on pouch illegible incorrect or letters/numbers missing. (Includes barcode error). Received the product(s) and during incoming/labeling operation found the following defect. Unreadable printed label.